Event description:
It was reported to manufacturer that the pt has been experiencing an increase in seizures. The relationship of the increase to vns and if the increase is above pre-vns baseline is unk. It is unk if any contributory programming or medication changes proceeded to the onset of the event. Also, it is unk if any interventions have been planned or taken. Good faith attempts to obtain additional information have been unsuccessful to date.